Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found, as received, a partial lead (only connector portion) was returned in one piece measuring 10.3 cm. Visual examination noted external abrasion breaching the outer insulation and exposing the outer coil that was found at 8.1 ¿ 8.3 cm from the connector pin consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.